Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a dented bottom cover, broken antenna coils, and a crack in the seam weld were observed. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. However, this device had excessive moisture through a gross leak at the seam weld. This device also had broken antenna coil wires. Corrective actions were implemented. This older device version is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2020, the recipient experienced a skin flap infection. The recipient was prescribed ciprofloxacin and amoxicillin, however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted. The recipient recovered well. The recipient's infection was not device related.